Event description:
On (B)(6), 2007, this pt was implanted with a gore excluder aaa endoprosthesis aortic extender component. On (B)(6), 2007, an additional procedure was performed whereby an aortic extender component and two contralateral leg components were implanted. No additional info is available.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.